Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unexpected restart alarm and blank display anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer had a blank display, they removed the battery then they received an unexpected restart alarm. Customer placed a new battery inside the insulin pump and the alarm recurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would not be replaced.